Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. No failed battery test alarm noted during testing. The power management tool confirmed power error 25, power loss alarm and replace battery alert, was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected and failed battery test. The customer¿s blood glucose level was unknown. The customer stated that they had the 4th power error in less than 4 hours. The customer stated that they just put in a sensor yesterday and is unable to calibrate due to the power error. The customer stated that they cannot get insulin due to the pump getting power error. The customer was assisted with troubleshoot for power error detected and the customer stated that pump has not been exposed to temperatures below 41°f. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The customer stated that they has been getting failed battery test. The customer declined troubleshoot for failed battery test. The customer stated that they cannot upload to care link . The insulin pump will not be returned for analysis.